Event description:
Customer reported a male was experiencing mouth "drawing" weakness. The pt was undergoing a CT procedure with contrast (visipaque) to rule out a cva or a tia. A 20ga angiocath was in the pt's left wrist. The infiltration was treated with a cold compress for 15 minutes. The customer reported that the infiltration site was stable. The protocol used for the procedure was 4ml/sec for a total volume of 100ml with a ps of 325. The customer has not responded to our request for more info on the event.

Manufacturer narrative:
The liebel flarsheim service report check pressure limits and verify operation. Injector is working within factory specifications.